Event description:
It was reported that the patient was suspected to have methicillin-resistant staphylococcus aureus (mrsa) bacteremia packet infection possibly secondary to dialysis shunt implant on the same side. Culture from blood and the device pocket was taken; antibiotic treatment was necessary. The entire system was removed and replaced with a new system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949, implantable tachy lead, (B)(6) 2007; 4574, implantable pacing lead, (B)(6) 2007; 6935, implantable tachy lead, (B)(6) 2012; d334trg, implantable pacemaker cardio/defib, (B)(6) 2012. (B)(4).